Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons were hard to press, required multiple button presses in order to elicit a response and would continue scrolling ahead. The patient reportedly wore the pump in a case, attached to a belt and did not clean the pump. This complaint was reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons required multiple button presses and excessive force in order to elicit a response. The keypad buttons were found not spring back or click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded discolored display screen and a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet also instructs the user to call animas customer service if the user suspects that the product is damaged. The pump was also found not to vibrate due to corrosion found on the motor.